Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log. Visual, functional and long time tests were performed. The customer's problem was duplicated. The mainboard was replaced to fix the issue.

Event description:
It was reported that the device had an error code: lec b494. There was no patient involvement.